Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism and subsequently expired.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post deployment, a computed tomography angiography of chest was performed for leg pain. The study showed that moderately large amount of thrombus within the right lower lobe descending inter lobar pulmonary artery. On the same day, right lower extremity venous doppler study was performed for lower extremity pain and swelling. The study showed that extensive deep vein thrombosis with occlusive thrombus identified from the right external iliac through the right posterior tibial veins. The death certificate was received along with medical records and the patient expired around seven months later because of pulmonary embolism and hypercoagulopathy. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism and subsequently expired.